Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The device was returned to olympus for inspection, and the customer's complaint of broken eyepiece funnel was confirmed. Based on the investigation results, the likely root cause is due to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspected device was returned for evaluation and the customer¿s reported issue was confirmed. The black colored eyepiece funnel was found broken in two pieces. The inspection also noted the rigid outer tube is deformed/bent, debris particles inside the optical lens system, and a minor scratch on the distal edge of the objective lens frame. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The sales representative reported on behalf of the customer, during reprocessing the oes elite high-definition autoclavable telescope had a broken eyepiece component problem, "the eyepiece of the ocular part fell off". No death or injury and no impact to patient or other has been reported.